Manufacturer narrative:
Sanofi company comment dated (B)(4) 2014: in this case, the patient developed bilateral knee synovitis and single detection of staphylococcus after treatment with synvisc-one. Although the role fo device cannot be excluded for the occurrence of the events; however, lack of information regarding concomitant medications precludes a comprehensive assessment of the case.

Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician this case concerns a (B)(6) old male patient who experienced bilateral knee synovitis (more intensive on the right knee) and had single detection of staphylococcus after receiving treatment with synvisc one injection. The patient's medical history was significant for knee degenerative disorder due to intensive physical activity with long history of knee therapy. Past drugs included intra-articular administration of corticoids (corticosteroid nos). No concomitant medications and concurrent conditions were reported. On (B)(6) 2014, the patient received treatment intra-articular synvisc one injection, once (dose, batch/lot number and expiration date: unknown) into both knees for knee arthritis (knee degenerative disorder due to intensive physical activity). On (B)(6) 2014, arthrocentesis was performed in which 125 ml of light yellow, mildly cloudy exudate was drained. On the following day, another arthrocentesis of the right knee was performed in which 100 ml of mildly hemorrhagic exudate was drained. Later, on (B)(6) 2014, arthrocentesis were performed in which 70 ml of mildly hemorrhagic exudate was drained. On (B)(6) 2014, it was reported that arthrocentesis of the left knee was performed due to synovitis. On an unknown date in (B)(6) 2014, synovial fluid analysis revealed only single detection of staphylococcus (possible contamination). The patient did not have nay clinical or laboratory signs of knee infection (no fever, marks of knee inflammation or redness.). However, c-reactive protein was 12 and leucocytes were 7.5 units (units unknown for both). On (B)(6) 2014, after more intensive physical activity (work at ladder), the patient was examined in the emergency room due to severe synovitis of the right knee. On (B)(6) 2014, physical examination showed that left knee had no exudate while right knee had slight exudate. Corrective treatment: indometacin (indomethacin) suppository and doxycycline hydrochloride (doxybene) for the event of "bilateral knee synovitis (more intensive on the right knee)". Outcome: unknown for both events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished bach records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: intervention required for the event of "bilateral knee synovitis (more intensive on the right knee)". Additional information was received on (B)(4) 2014. Ptc investigation results were added. Pharmacovigilance comment: sanofi company follow up comment dated (B)(4) 2014: the follow up information does not alter medical assessment of the case.